Event description:
It was reported that during a procedure, the device was making strange squeaking sounds in mid-procedure. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time. Evaluation summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a correct and preventive action has been initiated to address this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.